Event description:
It was reported that a patient who had an initial total hip arthroplasty, and had an acetabulum revised to a competitor¿s devices on a prior revision in which our stem remained intact, underwent another revision. The femoral head needed to be swapped out. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.